Manufacturer narrative:
Findings: no unexpected button error alarms noted. Intermittent button response on the act button due to moisture damage on keypad traces noted. Moisture damage on lcd board noted. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 120 mg/dl. The customer stated that there is fluid behind the screen and received a button error. Customer reported that there is fluid under the lcd display. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.